Event description:
It was reported that shaft break and removal difficulties were encountered. A 16 x 4.00 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the inner steel wire of the stent could not be withdrawn and the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient injuries nor complications reported and the patient status was stable.

Event description:
It was reported that shaft break and removal difficulties were encountered. A 16 x 4.00 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the inner steel wire of the stent could not be withdrawn and the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient injuries nor complications reported and the patient status was stable. It was further reported that the reported inner steel wire is the product mandrel.

Manufacturer narrative:
Device evaluated by MFR.: promus premier 16 x 4.0mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands.the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. The guidewire loaded and tracked without issues. The wire was removed, and a mandrel was inserted through the tip and wire lumen with no resistance noted. No other issues were noted.

Event description:
It was reported that shaft break and removal difficulties were encountered. A 16 x 4.00 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the inner steel wire of the stent could not be withdrawn and the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient injuries nor complications reported and the patient status was stable. It was further reported that the reported inner steel wire is the product mandrel.